Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿wall thickness too thin". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, and 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer were having some issues with the 2-way foley catheters and the balloon popping before the recommended fluid was placed into the catheter. It was happening in their 12 fr size (pcn# 165812 - lot# ngjs0552) and 10 fr sizes (pr# (B)(4) - lot# unk), in multiple lot numbers (pcn# 165812 - lot# unk). These events had been on going so would want to make sure there was no educational gap that needed to be closed on their end. Staff experienced meeting resistance and the balloon popping before the full amount of recommended fluid was placed into the catheter (10 ml for 5 cc balloon and 5 ml for 3 cc balloon). No known injuries were reported. Staff met resistance and difficulty in inflating the catheter after inserting 5 ml of sterile water. No samples are available currently, it was discarded. Per follow up via email on 02oct2024, it was reported that no other lot number were affected. This had been noted to be an issue for a year if not longer. There had not been any reported incidents where the patient was involved or hurt. They did not use the catheter in a bd provided foley tray and was not sure what they would consider IFU for the foley catheter. However, standard procedure was to inflate to whatever volume the catheter had imprinted at the hub. Customer also stated that they teach new nurses that was the source of truth.

Event description:
It was reported that the customer were having some issues with the 2-way foley catheters and the balloon popping before the recommended fluid was placed into the catheter. It was happening in their 12 fr size (pcn# (B)(4) - lot# ngjs0552) and 10 fr sizes (pr# (B)(4) - lot# unk), in multiple lot numbers (pcn# (B)(4) - lot# unk). These events had been on going so would want to make sure there was no educational gap that needed to be closed on their end. Staff experienced meeting resistance and the balloon popping before the full amount of recommended fluid was placed into the catheter (10 ml for 5 cc balloon and 5 ml for 3 cc balloon). No known injuries were reported. Staff met resistance and difficulty in inflating the catheter after inserting 5 ml of sterile water. No samples are available currently, it was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.